Event description:
Patient contacted the manufacturer directly. Patient had plugs put in during 2001. Reports that they were problem free for years. Recently returned to her doctor with excessive tearing. She was informed that her ducts were "obstructed" and required surgical intervention. The patient is looking for alternative options.